Manufacturer narrative:
Occupation is patient/consumer the case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Test interference from patient-specific factors, such as the presence of human antibodies, other non-specific antibodies, or highly viscous specimens could lead to false positive results. Samples with common human cold coronavirus, influenza virus, rhinovirus metapneumovirus, and adenovirus have also the possibility of causing false positive results for sars-cov-2. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a pcr negative result. On (B)(6)2023, at 11:00 a.m., the consumer performed a covid-19 at-home test and the result was positive on (B)(6) 2023, at 01:00 p.m., the consumer had a pcr test in a cvs pharmacy, and the result was negative. The consumer's symptoms of sore throat began on (B)(6) 2023 and cough on (B)(6) 2023. On (B)(6) 2023, the consumer was diagnosed with an upper respiratory infection and prescribed antibiotics. The consumer is recovering and feeling better.